Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the incision site at ins hasn't healed yet, still experiencing constant drainage, since date of implant. Patient said that has a deep infection at the ins site, has been on antibiotics, receiving an antibiotic now, receives 6000 mg/day. Patient said has seen a wound specialist who said that the medication they are on probably won't clear the infection and that the recommendation was to remove the system. Patient also mentioned currently they have a special foam dressing over the site. Patient said that managing healthcare provider (hcp) is aware of the situation and has offered patient to seek a second opinion. Patient said that they have spoken to the manufacturing representative (rep) about this issue maybe around april or may. Patient is concerned that the infection could have started before the implant, during the trial which was around december 18th as had trouble with the incision h ealing. Patient would like more information about the surgical procedure for removing and requested to speak to the local rep. Patient would like to have system removed and replaced before leaves on vacation in august.  The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the manufacturing representative. It was reported that today (B)(6) 2022 is the first they had heard about the infection. The rep spoke with the patient hcp and the hcp advised the patient on (B)(6) 2022 to have the device removed, but the patient did not want the device removed. The patient was put in contact with an infectious control doctor. The patient again was advised on (B)(6) 2022 to have the device removed, but the patient did not want it removed in (B)(6) or (B)(6) due to upcoming vacations. The explant has not been scheduled yet.

Manufacturer narrative:
Outcomes attributed to adverse event: infection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.